Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing renal replacement therapy (crrt) with a prismaflex m100 set. There was reportedly no issue during the priming of the set. Reportedly, during the treatment there was a leak from the filter. The volume of the fluid leak is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.